Manufacturer narrative:
Concomitant therapies: synthroid, alcohol wipes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "dermal necrosis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: "post-market surveillance: the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache. Necrosis has mostly been reported after treatment in the forehead or glabellar region and associated with a vascular event, skin discoloration, blister, pain, scar, or infection. Time to onset ranged from 1 to 3 days post juvéderm® ultra plus injection, and outcome ranged from resolved with little to no residual effects to scarring at the treatment site. Interventions prescribed by the physicians included topical steroidal cream, antibacterial ointment or cream, nitropaste, oral steroids, aspirin, and oral or injectable antibiotics. Additional treatments noted were injectable hyaluronidase, laser resurfacing, tissue debridement, and surgical scar revision."

Event description:
Healthcare professional reported prior to injection patient was pretreated with alcohol wipes and then injected to the lips, nasolabial folds, and "the nasal root" with 1 syringe of juvéderm® ultra plus xc. On the same day of injection patient developed "dermal necrosis just underneath the eyebrow on the left side." Three days later patient was treated with hyaluronidase. Symptoms are ongoing. Patient has a "bee sting" allergy and was taking salt tablets, bupropion, lisinopril, meloxicam, and synthroid concomitantly with injection. Patient has a history of hypertension, migraines, and hypothyroidism; patient has had prior unspecified dermal fillers in the past.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conforming.

Event description:
At last report, healthcare professional is continuing to monitor the patient and is "hopeful." Healthcare professional states the patient "looks good" so far and thinks they will be "okay."

Event description:
Further follow up with the healthcare professional revealed symptoms resolved approximately 6 months after injection.